Event description:
It was reported that a cardiac tamponade and pericardial effusion (pe) occurred. The procedure was cancelled. During a left atrial appendage closure (laac) procedure, a versacross connect laac was selected for use. Pre-procedure transesophageal echocardiogram (tee) was performed and a small existing pe was identified. After the femoral vein access, a full dose of heparin was given. The transseptal puncture (tsp) was completed and the versacross rf wire was placed in the left superior pulmonary vein. The resulting activated clotting time (act) was 366. The watchman access sheath (was) was advanced into the left atrium. A non-boston scientific pigtail catheter was inserted and advanced into the left atrial appendage (laa). It was felt that the pigtail catheter was seated a bit deep upon first contrast shot. The physician was advised to bring the pigtail catheter back to the middle of the laa. Another contrast shot was taken and sizing was determined. There was never a sign of contrast seen in pericardium on fluoroscopy imaging. A 20mm watchman flx pro closure device and delivery system was inserted into the was and immediately after insertion an anterior laa, pe was noted so the procedure was aborted. Increased heart rate and hypotension was noted. Within five (5) minutes, a pericardiocentesis was performed and a pericardial drain was placed due to the pe growing in size. The patient was stable overnight with no fluid noted in the pericardial drain. The following day post attempted index procedure, the patient was awake and having the pericardial drain pulled, and they were discharged home with no issues. The device is not expected to be returned for analysis (disposed). There was some difficulty with the transeptal crossing as patient had a very prominent eustachian valve but never any malfunction. Physician does not believe that the access solution system caused the issue. It is his belief that the heparin with a higher act caused the prior effusion to grow.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.